Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. Immediately post-implant, the patient was on warfarin 5mg and aspirin. The patient was evaluated at the 45-day follow-up appointment, where no imaging was performed, and switched to dual antiplatelet therapy. The patient was evaluated at the 90-day follow-up appointment, where no imaging was performed, and switched to aspirin. At the 4-month follow-up appointment, imaging was performed which revealed a device related thrombus. The patient was placed on xarelto 20mg for 3 months and is expected to return for follow-up imaging.